Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events related to interceed have been reported via 2210968-2020-06277. Events related to pds plus suture have been reported.

Event description:
It was reported that a patient underwent a low anterior resection procedure on (B)(6) 2020 and suture was used just under the navel. The patient experienced pain and fever. A CT was taken and inflammation was observed around the umbilical area. The patient continued to experience pain so blood sampling and CT were performed. The blood sample showed a high white blood cell count and CT showed a fluid collection including small bubbles of air under the surgical wound of the umbilical region. Intravenous antibiotics were administered. Blood sampling was performed again and the white blood cell count decreased, but the oppressive pain remained around the umbilicus. A second CT showed that the abscess had become bigger and abscess drainage was performed. During the abscess drainage, brownish odorless liquid came out. In the abscess drainage fluid, no bacteria was detected. The patient has been recovered and discharged from the hospital as of now. No further information is available.